Manufacturer narrative:
Investigation result of clip failed to release from the catheter. A visual examination of the returned device noted that the prongs were not locked into the capsule and were in an open position. It was observed that the over sheath assembly was not returned. The cross pin was detached from the control wire and not returned which made it impossible to deploy the clip assembly. A kink was also noted in the control wire. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2015. According to the complainant, during the procedure, the clip could not be closed after being opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event.